Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that tubing was leaking could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0500 lot number 19083058 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. See h.10.

Event description:
It was reported that the as lvp 20d dehp 3ss cv leaked while priming it. This complaint was created to capture the 5th of 10 related incidents. The following information was provided by the initial reporter: "when this nurse was priming tubing for her upcoming case, she noticed the tubing was leaking and noticed IV fluids dripping out the side of the tubing".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the as lvp 20d dehp 3ss cv leaked while priming it. This complaint was created to capture the 5th of 10 related incidents. The following information was provided by the initial reporter: "when this nurse was priming tubing for her upcoming case, she noticed the tubing was leaking and noticed IV fluids dripping out the side of the tubing".